Event description:
User facility reports one incident of a bond failure between two sections of tubing on the heparin line distal to the blood circuit. Due to potential for contamination the blood volume in the extracorporeal circuit was not returned to the pt resulting in ebl = 300 cc. A new bloodline was set up to complete treatment. The actual complaint sample was discarded. No pt injury or need for medical intervention is reported.